Event description:
It was reported that the device would not complete the AED analysis when used in AED mode. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was observed that the analyze feature was not functioning with the pcb; however, the component root cause of the reported failure was not identified.